Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that the surgeon removed and revised alumina ceramic liner and head replacing with new poly liner and head. On (B)(6) 2016: the sales rep confirmed that an undamaged stryker ceramic head was also revised during the procedure.

Manufacturer narrative:
An event regarding revision surgery involving a trident liner was reported. A visual inspection of an image of the liner confirmed crack/fracture. Method & results: device evaluation and results: visual inspection: the device was not returned however images of the explanted device was made available. The images of trident liner showed the device with scratches around the rim consistent with explantation damage. There is also a portion of the inner liner missing and some scratches on the articulating surface of the liner. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that the surgeon removed and revised alumina ceramic liner and head replacing with new poly liner and head. On 04/03/2016: the sales rep confirmed that an undamaged stryker ceramic head was also revised during the procedure.